Event description:
The patient got up from his bed to use the bathroom. He had unhooked his wound vacuum-assisted closure (vac), which alarmed to cause me to come see what happened. I called (B)(6) to ensure that the patient was okay to do so. I had started his methotrexate (mtx). At [time redacted], the patient returned to his bed, I noticed that something was wet on his shorts. I thought it was just from the sink of him washing his hands. However, when I came back 10 minutes later to check his wound vac was reconnected properly with my charge nurse. I then noticed that the wet spot on his shorts had turned a neon yellow and there were more spots. I then raised the part of his shorts to find that his leg had spots of a yellow like paste in which I knew it would have to be the mtx. I called my charge nurse back to the room, paged the team and pharmacy to ensure the correct actions were taken and the tech to come assist in an exposure bath. We cleaned the patient, changed his linens, checked all the connections were tightened, of which were placed correctly, and then wrapped an infant chux around the tubing to see if it continued to leak. Then after about 15 minutes, I checked the new chux to find it still had been leaking. We didn't know if it was from the tubing being covered due to not doing a thorough wipe down before replacing the new chux. So we placed a new one around the tubing connections to find that it did leak after 15 more min. As I looked further at the tubing, I could see the inside of the bifuse spiro had mtx on the inside. Per provider and pharmacy, we changed the bifuse connectors and completed the mtx infusion without adjustments to the infusion. We continued to have a chux around and found that after switching the cracked bifuse, it did not continue to leak.